Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned guides found that they all show signs of repeated use. There are nicks, gouges, and burrs at the slots were the saw blades are positioned. Also, dimensional and hardness analysis indicate that the products are conforming to print specifications. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to normal wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that sales rep was not sure cut blocks are correct due to femoral trials fitting so loose. No adverse events have been reported as a result of the malfunction.